Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe batteries and the display adapter pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error and failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
Additional information was received from the field service engineer. Onsite investigation determined that the system batteries were worn from normal usage. There was no report of a death or serious injury related to this complaint. No reportable system malfunction can be identified related to this event.